Event description:
The pt was hospitalized for elevated blood glucose levels and strep. Throat.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. There is no reported pump malfunction and the pt has continued to use the pump with no reported subsequent events.